Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented remotely via merlin.net transmissions. It was noted that the right ventricular (rv) lead exhibited loss of capture. The patient was brought into the clinic for a device check and rv threshold and lead impedance measurements were stable. The lead was reprogrammed, and the issue was resolved. The patient was stable.